Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The device and set referred to in this complaint were decontaminated for evaluation. The set was connected to the pump and a 1,000 ml IV bag. An attempt was made to prime the set however, no fluid would enter the tubing. After several attempts with several different pumps priming was discontinued. The pump was tested by itself according to the automated test stand. The test was run three times and failed all three times. The set was connected to the pump one last time and no flow was observed when the pump was activated. Inspection of the tubing set resulted in confirmation that there was no downstream or upstream blockage in the asv, filter, tubing, or bag spike. The kink under the flow stop was significant and likely causing the lack of flow during testing in the lab. When the tubing was adjusted under the flow stop arm, flow was able to move through the system. This does not confirm the exact results that the customer saw, but the kink under the flow stop could have contributed to the under delivery. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Event description:
Information was received indicating that a smiths medical cadd administration set, under infusion was noted by 37%. No adverse effects were reported.